Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Patient who experienced neck, arm pain from six weeks to a year was enrolled in a (B)(6) clinical study. Patient was implanted at level c6-7 with prodisc-c implant on (B)(6) 2003. Patient returned to surgeon complaining of bilateral shoulder tingling down left arm into hands. The prodisc-c implant was not removed and patient is being monitored.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was ordered however, the lot number cannot be identified and a history record review can not be completed.

Manufacturer narrative:
Device used for treatment and not diagnosis. A design review was performed by product development: removing the diseased disc is supposed to remove the source of the patients pain. Since the patient may have continued to experience pain or started to have pain again post operatively after the original prodisc-c implantation, the surgeon may have failed to remove one or more of these pain generators. The prodisc-c technique guide specifically states performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery. The source of the patient's pain remains unclear in this case. The design risk assessment is adequate for the intended use.